Manufacturer narrative:
The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. Additional information has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
The customer stated via phone call that the insulin pump was in auto mode. The customer was hospitalized due to the high blood glucose level on (B)(6) 2018.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The physician reported via phone call that customer had been hospitalized twice with diabetic ketoacidosis and was just coming out of the hospital and the insulin pump had critical pump error. The customer¿s blood glucose level was 325 mg/dl at the time of the incident. The customer was advice the pump will need to be replaced. Advice to discontinue use of the pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Device received with critical pump error (open book) and a broken force sensor was detected during seating or regular delivery error alarm noted in alarm history due to moisture damage noted on force sensor. Unable to performed displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump error. Device received with cracked retainer, and fading serial number label.

Manufacturer narrative:
The date of event provided with the initial report was incorrect. The correct date of event has been provided with this report. In addition, additional information was received and provided with this report to include updates regarding this event.

Event description:
It was reported via phone call that the patient was hospitalized for diabetic ketoacidosis. The patient was using the pump without sensors when hospitalized on (B)(6) 2018. The hospital changed the settings on the pump- there is no indication of a critical pump error at that time. Since this hospitalization, the patient has not been using the pump. The critical pump error was identified by a physician on (B)(6) 2018. Investigation is in process. In addition, the customer was not in auto mode during the event.

Manufacturer narrative:
The product analysis results provided in follow up report number 4, were incorrect. The product analysis results have been corrected which is updated in this report. Unit received with critical pump error (open book) due to moisture damage electronics. Unable to performed download due to moisture damage on electronic assembly. Unable to performed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump error. Unit received with cracked retainer and fading serial number label.